Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields: d1, g1, h4.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer reported that the customer had rejected the repair. Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that after the event in early (B)(6) they had replaced all of their iabp fleet with the new models so there was no repair. They were in the process of selling the old iabp machines to a third party company. The iabp machine was never used on a patient after the event. The customer later reported that the involved iabp device was thrown in the dumpster and smashed in the process, and sent to the manufacturer all the serial # plates off the iabp machines. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) displayed electrical test fail #50. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. Not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed electrical test fail #50. There was no patient involvement, and no adverse event reported.